Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
The sales rep reported, during a primary proximal femur fracture, while the surgeon was backslapping the device broke off. The surgeon stopped backslapping and removed the rod and straight plate and hit the metal portion of the jig to complete the surgery. There was a 2 minute surgical delay. The surgeon inspected the gtn and universal rod and noticed the threads were stripped. Additionally reported: "...he didn't remove the universal rod as he didn't have to since that's what broke off."